Event description:
It was reported that the patient presented for a device change procedure for elective replacement indicator. Prior to the procedure, upon interrogation, it was noted that the right ventricle (rv) lead exhibited a high capture threshold. The rv lead was capped and replaced on (B)(6) 2023. There were no patient consequences reported.